Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that an exhalation port disconnect alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an exhalation port disconnect alarm occurred. The reported issue was duplicated in biomed. It was then verified that the internal exhalation port tubing was connected and not damaged, and system leak test was confirmed to have passed. The remote service engineer (rse) advised the customer to reset the device with the restore default function and set the port to "other" then run the unit with a .25 test adapter. This investigation is ongoing.